Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 01008229 case subject: npi 8015 error code 600.6835 account name: cleveland clinic foundation storage & service center account #: 10123469 asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: jose orozco contact email: orozcoj2@ccf.org contact phone: 216-587-8282 contact mobile: 216-587-8282 patient or user involvement: no patient or user harm: no case description: 8015 sn: 14040307 customer was having error code 600.6835, I explain to the customer that he needed to transfer his network configuration to the 8015 in order to clear this code. I walked the customer through the process on transferring his network configuration to the 8015. Once the network configuration was transferred to the 8015, the error code was cleared and the customer said thank you and ended the call. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he needed to transfer his network configuration to the 8015 in order to clear this code. I walked the customer through the process on transferring his network configuration to the 8015. Once the network configuration was transferred to the 8015, the error code was cleared and the customer said thank you and ended the call. Ref:_00d30y0yr._5000l1s7kuo:ref